Event description:
The account alleges that the device had a siderail switch cable that was severed, with exposed metal, which caused the turn assist not to function.

Manufacturer narrative:
The technician replaced the left head & foot siderail switch cable assembly, which resolved the issue. The device operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.